Event description:
It was reported that the patient presented for follow-up, one week post implant with a large for pocket hematoma. The patient was scheduled for revision on (B)(6) 2024; however, the procedure was abandoned to vein occlusion. The implantable cardioverter defibrillator was deactivated. The patient was stable.